Manufacturer narrative:
Medical records were requested but have not yet been received. The device has not been returned for physical evaluation and a plant investigation is in progress. A supplemental report will be submitted upon completion of the investigation. Please ref. Related MFR report #: 2937457-2014-00315.

Event description:
A peritoneal dialysis pt reported that he had peritonitis, which he believes was caused by the cycler. He said during treatment on (B)(6) 2014, he noticed that the drain line was draining into the toilet as he was filling. He also stated that the drain line seemed to be sucking air back into the drain line at the same time. According to the pt's peritoneal dialysis registered nurse, only air from the toilet was sucked into the drain line, not water, so she does not think the cycler caused the pt's peritonitis. He did not experience any fluid leaks during treatment prior to the diagnosis either; he refuses to wear a mask during set-up or use aseptic technique. The pt woke up on (B)(6) 2014 with stomach cramps, chills, fever, and cloudy effluent. He was diagnosed with peritonitis and given intraperitoneal antibiotics (vancomycin, levequin, and ceflex) and hospitalization was not required. The pt is fine now. The sample was disposed.